Manufacturer narrative:
Testing and investigation at the service center found when the device was knocked on the bench while operating on dc power, a power loss occurred. The device alarmed with a chirp tone at the time of the power loss. This was found to be due to contamination on the battery contact and a loose connection on the middle printed circuit board. The intermittent contact between the aa batteries and the positive battery contact can cause an intermittent power loss. The probable cause for the customers reported event was a loose battery contact on the middle printed circuit board and contamination on the battery contact. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer reported that during preventative maintenance at the user facility the device "intermittently restarts when rattled." No add'l info was provided including if the device had an audible alarm prior to power loss. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use.